Manufacturer narrative:
(B)(4).

Event description:
During the procedure, a portion of the catheter detached inside the patient. Further information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported detached portion of the introducer could not be conclusively determined.

Event description:
Additional information received, the detached portion of the introducer was successfully removed and the patient was doing well. No further information was available.